Manufacturer narrative:
On june 30, 2020, mentor became aware of erroneously omitted information in the previously submitted report: section g5. PMA/ 510(k) was erroneously left blank. The relevant field has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 30, 2020, mentor became aware of additional information indicating the device had been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel resterilizable gel sizer 375cc being used in a primary breast reconstruction was found to be expired during the operation. It was indicated the device was temporarily used on the patient. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.